Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 959211) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus erythematosus, bipolar disorder, hypoglycemia, uterine dilation and curettage and abdominal cramps. Previously administered products included for prevent pregnancy: mirena iud from 2010 to 2012; for an unreported indication: marijuana. Concurrent conditions included ovarian cyst. Concomitant products included alprazolam (xanax) since 2012, ethinylestradiol;levonorgestrel (seasonique) and lamotrigine since 2010. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia(heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back disorder ("back issues") and noninfective oophoritis ("everything removed except ovaries,1of mine found to be infected and inflamed during surgery"). The patient was treated with surgery (essure removed by essure removed by :salpingectomy(bilateral),oopherectomy(unilat.),hysterectomy(ful). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved and the vaginal infection, vaginal discharge, fatigue, tooth disorder, back disorder and noninfective oophoritis outcome was unknown. The reporter considered back disorder, dysmenorrhoea, fatigue, menorrhagia, noninfective oophoritis, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain, bleeding, vaginal infection, vaginal discharge, fatigue and dental problems discrepancy noted in date of removal: 43214 removal details: implants: vaginal packing impregnated with metronidazole. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Tubal occlusion is confirmed bilaterally.. Lot number: 959211 manufacture date: (B)(6) 2012 expiration date: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event added- back issues and everything removed except ovaries,1of mine found to be infected and inflamed during surgery. Reporter added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 959211) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus erythematosus, bipolar disorder, hypoglycemia, uterine dilation and curettage and abdominal cramps. Previously administered products included for prevent pregnancy: mirena iud from 2010 to 2012; for an unreported indication: marijuana. Concurrent conditions included ovarian cyst. Concomitant products included alprazolam (xanax) since 2012, ethinylestradiol;levonorgestrel (seasonique) and lamotrigine since 2010. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia(heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (essure removed by essure removed by :salpingectomy(bilateral),oopherectomy(unilat.),hysterectomy(ful). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved and the vaginal infection, vaginal discharge, fatigue and tooth disorder outcome was unknown. The reporter considered dysmenorrhoea, fatigue, menorrhagia, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain, bleeding, vaginal infection, vaginal discharge, fatigue and dental problems discrepancy noted in date of removal: 43214. Removal details: implants: vaginal packing impregnated with metronidazole. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Tubal occlusion is confirmed bilaterally. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: vaginal hemorrhage, pelvic pain. Lot number: 959211 manufacture date: 2012-03 expiration date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 959211) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus erythematosus, bipolar disorder, hypoglycemia, uterine dilation and curettage and abdominal cramps. Previously administered products included for prevent pregnancy: mirena iud from 2010 to 2012; for an unreported indication: marijuana. Concurrent conditions included ovarian cyst. Concomitant products included alprazolam (xanax) since 2012, ethinylestradiol;levonorgestrel (seasonique) and lamotrigine since 2010. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia(heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (essure removed by essure removed by :salpingectomy(bilateral),oopherectomy(unilat.),hysterectomy(ful). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved and the vaginal infection, vaginal discharge, fatigue and tooth disorder outcome was unknown. The reporter considered dysmenorrhoea, fatigue, menorrhagia, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain, bleeding, vaginal infection, vaginal discharge, fatigue and dental problems discrepancy noted in date of removal: 43214 removal details: implants: vaginal packing impregnated with metronidazole. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Tubal occlusion is confirmed bilaterally. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: vaginal hemorrhage, pelvic pain. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs & mr received- lot number was added. New event abnormal bleeding( vaginal) and pelvic pain added. Medical history and concomitant drugs were added. Patient's height was added. Reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia(heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and tooth disorder ("dental problems"). The patient was treated with surgery (essure removed by essure removed by :salpingectomy(bilateral),oophorectomy(unilat.),hysterectomy(ful). Essure was removed. At the time of the report, the menorrhagia and dysmenorrhoea had resolved and the vaginal infection, vaginal discharge, fatigue and tooth disorder outcome was unknown. The reporter considered dysmenorrhoea, fatigue, menorrhagia, tooth disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain, bleeding, vaginal infection, vaginal discharge, fatigue and dental problems discrepancy noted in date of removal: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: event injury nos replaced with menorrhagia(heavy menstrual bleeding), dysmenorrhea (cramping), vaginal infection, vaginal discharge, fatigue and dental problems. Patient demographic details, reporter and product information was added. Lab dada added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.